Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the right atrial lead exhibited oversensing. The physician suspected the lead had dislodged. The patient would be brought into clinic for chest x-ray. On (B)(6) 2016, the lead was capped and replaced. No further information was available.